Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. The cause of the peritonitis event was reported to be a bowel perforation. Treatment for the peritonitis event and the bowel perforation was not reported. Hospitalization began 4 days after the peritonitis diagnosis and the patient passed away 1 day after being hospitalized. Pd therapy was ongoing prior to hospital admission, but was stopped when the patient was admitted. The patient passed away at the hospital. It was not reported if an autopsy was performed. Additional information was requested, but is not available. This is report 1 of 4.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.